Event description:
It was reported that the patient returned to the hospital on the night of (B)(6) 2013 with a fever, redness, pain, burning sensation, and swelling around the implant site. The infection expanded rapidly to approximately twenty-five centimeters in diameter. The health care provider (hcp) removed the system, packed the implant pocket, and began a six week treatment of antibiotics. The hcp sent the devices to pathology for diagnosis and a culture was taken from the pocket. The hcp described the infection as cellulitis. About a week later it was determined to be a bacterial infection and the specific name was not known. The patient was still in the hospital after the explant procedure and a "wound-vac" was attached to the site to help in the healing process. About two weeks later it was reported that the patient was released from the hospital but was still on antibiotics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot # unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).